Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that "upon flushing line with 10 ml ns syringe, PICC noted to be leaking at the junction of the white luer and clear catheter tubing extension; line clamped and PICC nurse notified."